Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined as the suspect product was not returned for investigation. The returned meter and reference meter were tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification. The download of the meter data did not show a result of 3.5 inr as the customer reported. It was determined that the result that corresponds with the customer's allegation was actually 3.4 inr.

Event description:
The nurse called for the customer and stated that while using the coaguchek xs meter (serial number (B)(4)), the customer obtained a result of 3.5 inr at 11:00 am and a result of 4.7 inr at 11:15 am. The nurse stated that different fingers were used for each test. There was no treatment or medication adjustment based on the meter readings. The customer's therapeutic range is 2.0-3.0 inr. The customer is not on heparin and does not have any antiphospholipid antibodies. He has had no lifestyle changes. It was stated that the customer is feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293986-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.